Event description:
It was reported there were several complaints read online by the reporter. One example was about a patient having chronic pain in their back as a result of the trial. Another example was a ¿bladder that was not releasing urine all the time because something was triggered.¿ no further identifying information or information regarding the outcome of the patients was provided. Additional information could not be obtained at the time of report.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_prog, product type programmer, physician. (B)(4).